Event description:
It was reported that during revision procedure of competitor product, the surgeon had difficulty with the reaming technique with the distal stem and implanted and explanted three different distal stems. Surgeon was able to complete the procedure with a forth stem. Additional information received noted patient underwent a hip revision procedure on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The modular head and taper adapter were revised and a competitor cup and liner were implanted. Patient underwent a further revision procedure on (B)(6) 2014 due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-01665 & 2014-07061 / 07063).